Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code e230101 is being used to capture the reportable event of infection.

Event description:
It was reported that a patient who underwent a spaceoar placement procedure experienced an infection and hematuria. The patient developed a fever following the placement and was under monitoring with antibiotics.